Manufacturer narrative:
Evaluation summary: x-rays, surgery notes, or other patient information was provided. Therefore, it is not possible to investigate fully the cause of this issue. Based on the available information, a definitive root cause can not be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient is stating that the implant has failed.